Manufacturer narrative:
The ventilator was investigated on-site. According to the service report several parts were found faulty. Received pictures also show that the pins in the control cable connector on the dc/dc & standard connectors pcb and the control cable were broken. The expiratory channel pcb, expiratory channel connector pcb, control pcb, dc/dc & standard connectors pcb and control cable need to be replaced. The device logs were not received and no parts have been returned for investigation. The root cause of the reported event has not been determined. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that the ventilator had generated two technical error codes indicating internal communication error and expiratorion flow meter error. There was no patient involvement. Manufacturer's reference #: (B)(4).